Event description:
It was reported that during a follow up in clinic, loss of capture and high pacing impedance were noted on the right ventricular (rv) lead. No intervention has been performed at this time. The patient is in stable condition and will continue to be monitored.